Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother of the patient reports her daughter had a blood glucose level of over 500mg/dl (high) while wearing the pod between 4 and 24 hours. The mother reports that the cannula looked damaged preventing fluid to pass through it. As treatment, 6 units of insulin via injection. The patient's blood glucose history is as follows: date/time: (B)(6) 2019 8:00 pm, bg(mg/dl): 253; (B)(6) 2019 7:20 am, 372; (B)(6) 2019 1:10 pm, 488; (B)(6) 2019 2:00 pm, high; (B)(6) 2019 2:44 pm, high; (B)(6) 2019 3:15 pm, 120.

Manufacturer narrative:
The returned device was evaluated and had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The data showed no timeouts, drive stalls, or pulse width increases that would indicate the pod struggling to deliver insulin while worn.